Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. The suspect device was not returned; therefore, a device eval is not available, and the cause of the reported malfunction is undetermined. The april 2008 15-month injection gold probe hemostasis catheter product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.

Event description:
Note: the date of event is unk. It was reported to boston scientific corp on feb. 20, 2008 that an injection gold probe bipolar catheter was used to manage hemostasis. According to the complainant, after achieving hemostasis, the physician retracted the catheter and the endoscope as a system from the pt. When the physician withdrew the catheter from the endoscope, the inner wall of the scope's working channel was observed to be punctured. It was further reported that the physician could not retract the needle into the probe. There were no pt complications reported as a result of this event.